Event description:
The customer was hospitalized for hypoglycemia. Prior to the event, the customer was confused and had lbgs. It was noted that the cause of the event was due to not eating enough and the basal rates may have been set too high. In addition, it was indicated that bolus history showed two large boluses in an hour. The customer's family member stated that the customer may have accidentally programmed the incorrect amount. The contact was advised to confirm with the customer's md on doses for the basal rates and boluses. No further details.